Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical separation since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Patient sex - requested, not provided. Weight - 105.7kg. Ethnicity - requested, not provided. Catalog number - requested, not provided. Lot number - requested, not provided. Expiration date - unknown due to unknown catalog number and unknown lot number. UDI - unknown due to unknown catalog number and unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted .device manufacture date - unknown due to unknown catalog number and unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the precision wire fractured. Additional information was received on 29mar2021. The wire may have sheared on the access needle as it was being positioned. Additional information received on 12apr2021. The procedure was a right heart catheterization via the right internal jugular vein. The estimated blood loss was minimal. The patient was in stable condition. The access wire and needle were removed resulting in 2-3 wire segments. Fluoroscopy of the patient's neck and chest did not reveal any evidence of retained radiopaque fragments.